Event description:
Two pt samples with discrepant sodium results. Pt 1, initial result gave 119 mmo/l; repeat gave 126 mmol/l. Pt 2, initial result gave 126 mmol/l; repeat gave 138 mmol/l. Erroneous results were not reported. Although the exact root cause was not determined, the field service rep noted he replaced the sample probe. Performance tests were performed and within specifications.